Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. The thermogard system was manufactured in 2013 and is over ten years old. Therefore, the customer has decided to use a new thermogard system and retire the system reported in this complaint. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported that the thermogard xp ivtm system's (sn (B)(6)) pump rotor makes noise, the top and pump lids are broken, and the display is hard to read. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.